Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated, and the reported difficult and delayed positioning appears to be related to patient morphology/pathology (wide posterior prolapse). The reported tissue damage appears to be a result of difficult/delayed positioning and therefore related to procedural circumstances. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the damage to the leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. After multiple grasps, the clip was able to be deployed. During advancement of the second cds, it was noted the posterior leaflet was torn. In the physicians opinion, this was due to the multiple grasping attempts. The second clip was implanted and then a third clip was implanted to stabilize the leaflet, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.